Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was recommended for replacement.

Event description:
The hospital reported that the leak test failed during user tests. There was no report of patient involvement.